Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was impacted (300's mg/dl). Corrective boluses, insulin injections and/or the pump supplies were changed were to address the high bg level. A cause of the past occlusions could not be determined. As the customer had changed the pump supplies prior to contacting tandem technical support, a system check could not performed to determine a possible cause of the current occlusion.